Manufacturer narrative:
The investigation determined that the issue was consistent with a contaminated sample probe which was resolved by the preventative maintenance of flushing the sample probes performed by the field service engineer. No further issues were reported after the service visit.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) was on site on 23-apr-2020 and noted crystallization/powder deposits in the cell cover. The fse checked the instrument and the cover was not touching the cell surface and no overflow was identified during rinsing. Preventive maintenance was performed on 27-apr-2020 where multiple parts of the instrument were checked, probes were flushed and rinsing stations were cleaned.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 8000 c 502 module. The initial result was 1.34 mmol/l. The sample was repeated twice with results of 5.78 mmol/l and 5.80 mmol/l. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 44444401 with an expiration date of 28-feb-2021.